Event description:
We were preparing to re-circ the continuous renal replacement therapy (crrt) circuit prior to the road trip. We were turning the rates down when the screen froze. We waited for the screen to unfreeze while occasionally pushing enter to see if it had finished the backlog. The screen started to repond and went back to the home screen. We let it run for a minute and pushed flow rates again. An error message 6 alarm occurred without a freezing screen again. We tore down the circuit and primed the new circuit after down-loading data. We were able to prime the new circuit and restart the circuit with out the recurrence of problems. We had been unable to return the blood. The blood pressure transiently dropped when the new circuit started.